Event description:
Hillrom received a report from a hillrom technician stating the bed was being moved when the power cord was caught, split, sparked, and burned the cord. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord was split when the rn lowered the head of the bed down causing sparks. The power cord needed to be replaced to resolve the issue. Per the hillrom service manual the centrella¿ bed should be subject to an effective maintenance program. This will help make sure of a long, operative life for the centrella¿ bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Replace the power cord, if damaged. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in may 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The power cord was replaced by someone else. Hrc technician inspected both power cords on the bed. Both power cords are in excellent condition and function as intended. Based on this information, no further action is required.